Manufacturer narrative:
The pump passed the functional tests, including the self, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and displacement accuracy tests. No unexpected insulin flow blocked alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button on the keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the emergency medical services dispatched at house due to the low blood glucose level on unknown date. Customer's blood glucose level was 41 mg/dl at the time of event. Customer was treated with glucose tablet. Customer had blood glucose level of 45 mg/dl. Customer had high blood glucose level in the range of 400 to 500 mg/dl in the last night. Customer was using auto mode feature at the time of event. Customer alleging insulin pump for over delivering because customer stated that they get blockage and the rewind and the bolus may be over delivering. Customer stated that the insulin pump had insulin flow block alarm. Customer did self test and it was passed. The insulin pump will not be returned for analysis.